Event description:
The customer reported the gastrointestinal videoscope displayed an e216 and b30 scope communication error messages. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.